Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a sigmoid bowel resection procedure. The two ends of the bowel were re-anastomosed using a circular stapler. After stapler withdrawal, it was discovered that the distal portion, the anvil, was missing from the stapler. Upon re-inspection of the anus, this distal portion was found with an intact donut.